Event description:
The customer contacted beckman coulter inc. To report a reoccurrence of a small leak (approximately 5ml) inside their unicel dxh 800 coulter cellular analysis system. The initial event was covered under MDR 1061932-2012-00273. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The flowcell and associated tubing could contain blood, controls, dxh diluent, dxh lyse, diff pack reagents, or retic pack reagents during normal operation

Manufacturer narrative:
The field service engineer (fse) went onsite on the date of the event ((B)(6) 2012) as a follow-up to the phone troubleshooting and found that the sample line tubing had popped off again that day. The fse replaced the vcsn (volume, conductivity, and scatter) sample line tubing and cleaned the leak inside the instrument. The cause of the leak is the vcsn sample line tubing from the bottom of the flowcell had popped off. The cause for the tubing popping off is unknown; however, replacement of the sample line tubing resolved the issue. (B)(4).